Manufacturer narrative:
Follow up with the baxter technician confirmed that the motor did not fall or come off the rail, but the carriage extended past the rail causing the end cap to come off the rail section. This was discovered and reported by a nurse while positioning the lift. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. The baxter technician replaced the end stop onto its proper position on the rail to resolve the reported issue. Although there was no adverse event associated with tis incident, if the end stop were to detach from the rail it could lead to the motor falling which could in turn lead to serious injury or death therefore, baxter is reporting this malfunction.

Event description:
A company representative - service personnel contacted technical service to report that the likorall 250 had an issue, the rail end stop came off the rail.. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.